Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: despite requests, nor the involved device nor the x-rays pictures were returned for analysis. No thorough investigation can be performed. Conclusion: no conclusion can be drawn. The complaint handling database does not show any increasing trend for this type of access port. No corrective action is envisaged. Additional note: this initial report is resent today following FDA request. The fist report was submitted on may 24th, 2016 but not correctly received by the FDA.

Event description:
Implantation of the access port on (B)(6) 2015. On (B)(6) 2016, removal of the access port due to detection of a leakage. Removal without resistance however one part of the catheter is missing. Patient transferred in another hospital in order to remove the distal part of the catheter by interventional radiology.